Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification in association with the vitek 2 anaerobic and corynebacteria (anc) identification (ID) test kit. Propionibacterium species was misidentified as atopodium vaginae. Upon obtaining atopodium vaginae result for a male patient, an alternate method of testing (crystal) was employed. The result of propionibacterium agnes (or granulosum) was obtained. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
This supplemental medwatch report is being submitted as part of a request from FDA regarding supplemental reports that did not have initial reports on file. The initial report for 1950204-2016-00130 was intended to be 1950204-2016-00004, but was numbered incorrectly. A corrected initial report has been submitted under 1950204-2016-00004.